Event description:
It was reported an infection was present during an intended revision surgery for this patient. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
A patient had an infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given antibiotics over the course of several days to address the infection. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time.